Manufacturer narrative:
Analysis cannot be performed, and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
The health care provider reported to the manufacturer that a patient experienced a corneal ulcer after using the device. No further information was provided. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown outcome.